Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the cartridge chewed the lens. The surgery was completed on the same day with another unspecified lens without any harm to the patient. There was no patient contact. Additional information was requested, but no further information is available.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).